Event description:
Subcutaneous leak was found a few hrs after needle insertion. The user would like bas to evaluate the sample in terms of both catheter breakage and needle damage.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.